Event description:
It was reported the device was used during a cystectomy procedure. It was reported by the affiliate that the clips were malformed. There was no pt consequence.

Manufacturer narrative:
H6; applier received with drive links, extension spring and feedbar driver disengaged. Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: body assembly bowed, yes; clip in jaw, no; clip stack pressure, good; clip staging, poor; clip track locattion, good; condition of cartridge cover tabs, good and total # clips remaining, 3. Functional tests & results: anti-backup functional, n/a; clip form properrly, no; clip feed properly, no; cycle applier, no and lockout functional, n/a. Analysis conclusion: based upon inquiry info received, and visual examination, it was concluded that reported incident during surgery may have been caused by drive links disengaging from cam tube driver. This may have occurred when pressure was applied to front of shaft assembly and or torquing motion was applied to handles, which caused body assembly to flex open. While body assembly was flexed open drive links became disengaged, making applier non-functional. Applier was received with body bowed and with cartridge cover separated from body. Drive links, extension spring and feedbar driver were disenaged and no functional testing could be performed. Each instrument is evaluated during assembly process to ensure that it functions properly. Applier body may become bowed if pressure is applied to front of shaft assembly and torquing motion is applied to handles, which may cause body assembly to bow or flex open.